Event description:
The clip securing the seat of the wheelchair to the chair broke and caused the chair to become unstable. The pt was being transported via a mini bus to a doctor's appointment. The chair was secured properly in the transportation vehicle by safety straps which prevented the pt and chair from falling to the ground. However, if this had occurred outside of the vehicle, it could have resulted in a serious injury. Reason for use: limited ambulation.